Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.